Event description:
It was reported that after being discharged from the hospital post implant, the patient was readmitted for shortness of breath. Pericardial effusion was diagnosed and lead perforation was suspected. The right atrial and right ventricular lead were evaluated and the physician believed that the leads were not long perforating the myocardium. The leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076-58 implantable pacing lead 2013-(B)(6); addr01 implantable pulse generator 2013-(B)(6); 8637-20 neuro pump 2013-(B)(6); 8709 catheter 2006-(B)(6). (B)(4).